Event description:
It was reported that this right atrial (ra) lead exhibited noise. Additionally, noise was very grainy/spiky and could also be seen on the real time strip. The lead was changing to lesser fix bipolar sensing value and alleviated some of the noise. The physician performed revision. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).